Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ICD was explanted.